Manufacturer narrative:
(B)(4). There are no reported product deficiencies. The reported patient effect of hypersensitivity/allergic reaction is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that approximately 22 days post xience v stent implantation in the proximal left anterior descending artery, the patient experienced a rash on their back. At the time, it was felt to be due to a medication (accupril) which was stopped, improving the condition. On (B)(6) 2008, the patient continued to have the rash and was treated by a dermatologist who felt that the rash may be due to the drug on the stent. On (B)(6) 2008, the rash was found to be a fungal infection, unrelated to the xience v stent. On (B)(6) 2012, the patient called abbott vascular to report the rash. On (B)(4) 2012, abbott vascular contacted the dermatologist who stated that she has not seen the patient in about a year, but will contact the patient for a follow-up. There was no additional information provided.